Manufacturer narrative:
(B)(4).

Event description:
It was reported that the interventional cardiologist was unable to introduce the manta bypass tube through the manta sheath hemostatic valve. Two manta devices were returned for investigation. Good faith efforts were made to obtain additional information regarding the reported device issues and to assess the occurrence of any patient harm, injury, or adverse health consequences. Three documented attempts were made to contact the user facility; however, no additional information was received. Associated mdrs include and 3010252479-2026-00025.